Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral component (rlt261412j/17257063) was advanced and deployed as planned. The physician was unable to cannulate the contralateral gate of the trunk-ipsilateral component due to the gate reportedly being narrow. The physician stated the contralateral gate may have been compressed due to its deployed position. It was reported that the ipsilateral leg was fully deployed, and the physician then made an unsuccessful attempt to cannulate the contralateral gate from the right brachiocephalic artery. The physician then reportedly tried to advance a guide wire from the ipsilateral side to the contralateral side; however this attempt was also unsuccessful. The decision was made to convert to an aorto-uni-iliac (aui) procedure, whereby two excluder® aortic extender components were implanted within the proximal trunk to close the contralateral gate, and a femoro-femoral bypass was performed to preserve blood flow to the left lower extremity. Procedural angiography showed no evidence of endoleak. The patient tolerated the procedure.